Event description:
Journal reference: pilitsis jg, metman lv, toleikis jr, hughes le, sani sb, bakary ra. Factors involved in long-term efficacy of deep brain stimulation of the thalamus for essential tremor. J neurosurg. 2008;109(4):640-646. Although nucleus ventralis intermedius stimulation has been shown to be safe and efficacious in the treatment of essential tremor, there is a subset of pts who eventually lose benefit from their stimulation. Proposed causes for this phenomenon include tolerance, disease progression and suboptimal location. The goal of this study was to assess the factors that may lead to both stimulation failure, and less satisfactory outcomes. Reportable event: one pt had early stimulation failure and required repositioning of the dbs electrode within the 1st yr after surgery. He had excellent tremor control following the second operation.